Manufacturer narrative:
A philips product support engineer (pse) and clinical application specialist (cas) evaluated the device logs and confirmed that the device was working as designed. On (B)(6) at 12:21 there is a red alarm for desaturation and a red alarm sound was played before it was silenced at 12:23. The alarms were silenced at the central station. This information supports that the monitoring system and the central station worked according to specification. The cause of the customer allegation was unable to be established, as no wave strips were provided by the customer. The possible reason the ECG alarm did not trigger at the central station, is that the profile was in quiet mode. If the profile was in quiet mode, the alarm may have been recorded as an event on the central and would not be visible on the audit trail. The cas reached out to the customer to verify the mode of the profile, but no information has been provided by the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported that the alarm at the central station did not trigger during a cardiac arrest. The event description indicates that no harm occurred and that the clinical audit trail does not show an alarm at that time. However, additional information is requested for further clarification and assessment of the customer¿s alleged harm(s).